Manufacturer narrative:
The pump alarmed for compromised force sensor system during the displacement test due to motor high current draw. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 168mg/dl. Troubleshoot was conducted. The customer was advised that the device would have to be replaced and returned for analysis.